Event description:
The technician alleged that the brakes on the foot end of the bed will set but not hold. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and caster supports at the foot end of the bed to resolve the issue.